Manufacturer narrative:
The closurefast catheter was received loosely within it¿s off shelf carton and within its transportation tray. No ancillary devices or sonogram images from the procedure were received. The catheter was examined: a slight bent was observed in the coil. Visual inspections under magnification reveal dried sanguine like material inside coil region resulting in damage to fep. This may have caused the coil to be exposed. The connector was examined. Pins are straight. The catheter did pass continuity and resistance functional testing. The catheter passed functional testing on three different rf generators. Proper device recognized by rfg when plugged in, low temperature advisory displayed when activated, when activated cycle starts without advisory message, temperature rises to 120c, and device completes cycle without advisory messages. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a closurefast catheter, the device was not reprocessed. During the procedure (B)(4) was not ramping up to correct temperature. Dr and team tried several times to complete procedure to no avail. No fluid or moisture observed on the handle, connector, and/or receptacle. Another closurefast was used to complete the procedure with success. Software used was 4.4.